Event description:
Philips received a complaint from the customer on the v60 indicating that the device is getting error code 1134 check vent: blower stalled message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer is requesting a bench repair. The investigation is ongoing.

Manufacturer narrative:
H10: bench repair replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. It was determined that the blower assembly was the cause of the reported issue. The device was not being used for treatment when the reported event occurred.

Manufacturer narrative:
Bench repair evaluated the device and confirmed diagnostic code 1134 in the significant event log, the blower stalled. Software determined that the blower cannot produce sufficient pressure, or the blower speed signal has failed. Bench will order blower assembly to fix problem.